Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested but not made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented to office with unstable knee replacement. X-ray revealed scorpio implant. Scheduled for revision. Revised with stryker triathlon ts.